Event description:
Resident being transferred via lift from bed to wheelchair. While resident was suspended in air being positioned to be placed in her wheelchair, bolt on lift snapped, dropping resident 4 feet to floor. Resident landed flat on her back also striking posterior occiput creating 3-4 cm laceration. Resident sent via ambulance to hosp emergency room. Resident then returned to nursing home.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-95. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: invalid data, invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.